Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent recoil occurred. A promus premier stent was advanced to the ostial artery and deployed. It was noted that when the stent was deployed, the lesion would not yield and it caused the middle of the stent to ¿recoil¿ like an hourglass. The deployed stent was dilated again and the same thing happened. A secondary unknown stent was placed in the lesion the procedure was completed. No patient complications were reported.